Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Investigation results will be provided in the final report.

Event description:
It was reported that patient presented in clinic. Upon review, the left ventricular lead exhibited loss of capture. An x-ray was performed and showed no dislodgement. The lead was removed and replaced. The patient was in stable condition and discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.